Manufacturer narrative:
It was reported to philips the device had a system error and rfu with red x. There was no patient involvement. Following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction

Event description:
It was reported to philips the device had a system error and rfu with red x. There was no patient involvement.